Event description:
Pt has a medtronic 8968 vdd pacemaker implanted 6/10/97. There was a pacemaker malfunction which resulted in loss of capture and syncope. There was a pacemaker malfunction with unstable electrode position in a pt who has a high degree atrioventricular block and is pacemaker dependent.